Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 151mg/dl. Pt then collapsed and was found by pt's relative. Paramedics were called and they tested pt's blood glucose on their meter and the result was 39mg/dl. Pt was taken to the hosp. Pt's dr also decreased pt's insulin dosage.